Manufacturer narrative:
Upon receipt, the pacemaker was interrogated. A note was displayed on the programmer screen indicating that the pacemaker was not identifiable. However, the pacemaker's memory content was analysed indicating an invalid memory content. In particular a specific area was affected confirming the clinical observation, an identification of the pacemaker was not feasible. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content. Upon interrogation a device status error message appears to notify the user. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. The therapy functionality was proved to be fully functional. During the analysis a manual correction of the invalid memory areas was performed. Only a system reset restored the memory content. Subsequently the ram application was operating as expected. In summary, the clinical observation resulted from an invalid memory content. The root cause for the invalid memory content was not determinable. However, it is believed that the reported radiotherapy has contributed to the clinical observation. After a manual correction of the invalid memory content, the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - the patient born in (B)(6), experienced 37 radiotherapy sessions for prostate cancer. The pacemaker is not interrogeable anymore. No magnet response. Back up mode partially transmitted. The pacemaker switched from ddd-adi mode to ddi 70 unipolar mode by sending the back up mode.